Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was ordered and will be replaced.